Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that there were failed drawers and a failed cubie, and the system started to reboot while up and running. A field service engineer (fse) reported that the half-height cubie drawer 4.1 had failed multiple times. The diagnostics tool showed several micro errors, and row board d was not releasing the cubie pockets. The device was shut down, and both the retractor band and the row board were replaced. During the replacement of the retractor band, the pyxis's cable appeared damaged and was also replaced. After the replacements, the device rebooted. The half-height cubie drawer was verified to be operational using the diagnostics tool. The customer was able to recover and inventory the drawer. No further issues were reported for this device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer 4.1 failed and message "read, write, or invalid cubie" was showing on 2 cubies. The customer stated that the reported issue happened during dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer 4.1 failed and message "read, write, or invalid cubie" was showing on 2 cubies. The customer stated that the reported issue happened during dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.